Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761-rfb, serial/lot #: (B)(6), ubd: 01-jan-2053, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The patient reported that they noticed the desktop charger connector pin had been loose/jagged "for a while" and last night they noticed the recharger would not charge unless they pressed and held the connector pin in the recharger. A request was sent to the repair department to replace the desktop charger.

Manufacturer narrative:
Continuation of d10: product ID 37761, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that due to not being able to charge their dbs they turned their implant off to preserve some battery. They stated that due to having the implant off has caused them some medical issues.